Event description:
In the article "multiple arterial embolism after illicit intranasal injection of collagenous material," dermatological surgery. Vol. 36 issue 7 (july 2010) authors describe a case study where during an "illegal" injection in the left anterior nasal septum with collagenous filler material using a "self-manufactured syringe" patient "felt pressure," developed a headache, and complete loss of vision in the left eye. Patient went to the emergency room: "on examination, there was a violet-colored reticular pattern discoloring the skin on the left side of the nose, supra-orbital area, forehead, and philtrum. There was no perception of light in the left eye, with complete opacification of the cornea and iris, complete ophthalmoplegia, and ptosis of the left eye." Patient was diagnosed with multiple retinal branch artery occlusions and "an acute cerebral infarction of the superior frontal subcortex." Over the next three days skin lesions at the "left forehead, lateral nose, and the philtrum" developed pus and "underwent focal necrosis." Treatment included "conservative management of [the patient's] skin lesions and was prescribed a low-dose antiplatelet agent and a calcium channel blocker to prevent further progression of the stroke lesions." The patient remains blind in their left eye. The manufacturer of the dermal filler involved in the event described above was never identified by the authors in the article; allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Multiple requests for further information have been made. Allergan has received no response from the authors. The event of occlusion, vision loss, necrosis, headache, pus formation, and skin discoloration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. See scanned pages.